Event description:
Devices removed due to wear (mdr97-00049).

Manufacturer narrative:
Eval codes for section h6: 100 the devices were implanted 10/21/1980 and revised due to wear on 3/19/1997. The poly surfaces are damaged. The measurable affected dimensions meet specification. A complaint history review for adverse trends was conducted.